Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking from the filter. This occurred several hours into infusion of total parenteral nutrition (tpn) with lipids. There was no patient injury or medical intervention associated with this event. No additional information is available.